Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
By report, an elevate device was implanted. After implant, the pt developed bladder pain and was unable to pass her urine. Catheterization was required to relieve the retention. Subsequently, another physician performed second surgery and found mesh erosion into the urethra. The urethra was incised to remove the mesh. The pt now is incontinent and has "urinary issues."